Event description:
A home pt's residential nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt's residential nurse started the initial drain cycle prior to connecting the home pt's transfer set to the pt line of the homechoice set. After noting this, the residential nurse connected the home pt to the setup and attempted to proceed with therapy. Baxter's technical service center assisted the residential nurse in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's pd nurse.